Event description:
Spinal anesthesia utilizing a disposable spinal anesthesia tray for a surgical procedure. Anesthesiologist noted that the anesthesia was ineffective and general anesthesia initiated. Tray contained bupivicaine. Anesthesiologist recalled 3 additional patients undergoing either epidural/spinal anesthesia in the maternal child health department within the previous 10 days with ineffective anesthesia.======================manufacturer response for spinal anesthesia tray (per site reporter).======================2 unused trays with identical lot number returned to manufacturer. Global product safety & complaints - staff asked that pt adverse event information forms be completed.